Event description:
The customer generated false elevated magnesium of 6.1 mg/dl on a patient (sid (B)(6) that repeated 1.9 mg/dl when processing on the alinity c processing module. The account uses a magnesium reference range of 1.6 to 2.6 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Patient sid has been truncated; full sid is (B)(6) refer to for associated test results. No patient demographic information was provided. The field service representative (fsr) was dispatched to inspect the instrument (alinity c serial number (B)(4)). The fsr examined the analyzer and found the syringe drive assy was not functioning as expected. The fsr replaced the syringe drive assy (part number c-35016719-01) which was considered the likely cause of the issue. A review of service history for the alinity c serial number (B)(4) identified an additional ticket when documented the replacement of the syringe drive assy (part number c-35016719-01) as previously described which resolved the issue. A review of tracking and trending for the syringe drive assy (part number c-35016719-01) did not identify any trends. Review of tracking and trending for the alinity c /architect cc did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the syringe drive assy (part number c-35016719-01) or the alinity c serial number (B)(4) was identified. This issue was previously reported under MDR number 3002809144-2021-00710 under a different suspect device.